Manufacturer narrative:
The implant date, lot number, manufacture date and, expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient with this tactra malleable penile prosthesis underwent a surgery to replace their device with an inflatable penile prosthesis (ipp) due to unspecified reasons. No patient complications were reported.